Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer in clinic. The patient was sent home and another interrogation was attempted at a subsequent in clinic follow up. The device initially could not be interrogated. A magnet was placed over the device and tones were appropriately heard. Another interrogation was performed and was successful. The root cause was suspected to be related to telemetry challenges. No adverse patient effects were reported. This device remains in service.